Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated form the cartridge. The contact loaded a new cartridge to address the reported issue and insulin delivery was resumed. The customer's blood glucose (bg) level was 300 mg/dl and the bg level was addressed with a bolus via the pump.